Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-the complaint device is not being returned, the customer did not approve the cost estimate and the device was ordered back to them, therefore unavailable for a physical evaluation. The motor being defective is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6)2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot-the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/30/2019 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate by phone the 8022 hand pc tornado shaver. Device broken. Handpiece becomes hot and switches off, no further information available. No patient consequences. No surgical delay reported. The device is available to be returned for evaluation